Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench and functional testing also did not reveal any anomalies. Conclusion: could not duplicate the failure seen during servicing of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device passed all visual incoming tests with no anomalies found. However the device failed functional testing for ac rejection due to device intermittent operation. (B)(4)

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.